Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump time reset when changing the battery, scratches or damage on the display screen, the pump was rejecting the new batteries, and the back button stuck at times. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
Unit passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. History was download successfully using thus software. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected keypad anomaly or display anomaly noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. Battery cycle 58.0 received the low battery alert (104) on 08/23/2025 07:43:00 after more than 7 days at 15.48 days. Battery cycle 57.0 received the low battery alert (104) on 08/07/2025 19:35:00 after more than 7 days at 15.51 days. Battery cycle 56.0 received the low battery alert (104) on 07/23/2025 07:15:00 after more than 7 days at 15.08 days. No unexpected keypad unresponsive noted. The unit p-cap / test reservoir locks in place properly. Unit received with cracked keypad overlay at select button, fading serial number label, missing display window cover, damage keypad overlay texture, cracked battery tube threads and cracked case near belt clip rails. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected keypad anomaly or display anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.